Event description:
A report was received that the patient was receiving inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician replaced the lead. The physician chose to also replace the clik anchor as it was connected to the lead. The patient was reportedly doing wel following the procedure.

Event description:
A report was received that the patient was receiving inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician replaced the lead. The physician chose to also replace the clik anchor as it was connected to the lead. The patient was reportedly doing wel following the procedure.

Manufacturer narrative:
Sc-2352-50 sn (B)(4): visual and x-ray inspection of the lead found cables that were completely broken at the bent/kinked location of the lead. High impedance readings were registered at contacts # contact 1, 3, 5, 7 and 8. The broken cables resulted in the reported complaint. Sc-4316 lot # 14304817: the clik anchor is intact and no parts of it are missing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316 serial/lot # (B)(4), description: next generation anchor kit-sterile.